Event description:
Additional information was received on 24november2021. It was reported that an abbott product was used with this case, however it was confirmed that the actual product in use was a nihon koden product. The blood loss did not require a blood transfusion for the patient. The patient has been confirmed to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5 and d10, update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings. The nagare steerable sheath (fg1_008) ss8fmb74, the subject unit for the complaint, was returned to tmc for evaluation and testing. The device was visually inspected and upon first inspection no damage to the nagare steerable sheath was visually apparent. The dilator was inserted inside the nagare steerable sheath during shipping and was subsequently removed during decontamination. After decontamination was complete, an image of the valve was taken and there appeared to be some irregularity with the valve, however, it was not known if it was damaged since there was fluid on and in the sheath. The shell and knob nut handle components were removed for better visualization of the bond joints and potential sources for hemostatic leak. For leak testing, the nagare steerable sheath distal end was connected to leak testing equipment providing constant air pressure between 5.5 - 6.5 psi. The device was pressurized and placed under water bath to visualize bubble formation to test for the presence of a leak. After several minutes under pressure test, there were no leaks present from the valve, from the adhesive bond joints, nor from any part of the nagare steerable sheath. With air pressure still applied, the dilator was introduced to test the hemostatic valve seal with a device crossing the valve. There were no leaks during introduction and advancement up to fully inserted. While withdrawing the dilator proximally through the valve, a leak from the valve was visualized. The leaking valve as described in the complaint was confirmed. As the dilator was withdrawn proximally the leak continued from the hemostasis valve. When the dilator was advanced a short distance distally, the leak stopped, and hemostasis was again achieved. The dilator was then fully retracted/removed from the nagare steerable sheath still under air pressure test and after complete removal, hemostasis was achieved, and no leak was present. No other french sizes were introduced or withdrawn during leak test and there may be varying degrees of leak or characterization from differing geometries, but since the leak is confirmed there are no further leak characterizations required. Since the leaking hemostasis valve was confirmed, the valve cap was removed to access and investigate the silicone valve. Damage to the inside surface of the silicone valve was found. The silicone valve presented with small cuts on the surface at the valve openings. Based on the investigation and information provided by the account, the damage found on the inside surface of the hemostasis valve is the probable cause of the leak reported in the complaint. The cause of the damage is unknown. The probable cause of the damage to the valve was misuse of the insertion tool during introduction or removal of the advisor hd mapping grid through the valve. There is no known compatibility issue found and no complaints have been recorded to indicate the nagare bi-directional steerable sheath (fg1_008) ss8fmb74 has compatibility issues with a device. Engineering did not find evidence for compatibility as a contributing factor.

Manufacturer narrative:
Implanted date : device was not implanted. Explanted date : device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the nagare sheath was used with an advisor hd grid mapping catheter and a tacticath ablation catheter (abbott) for atrial fibrillation (af) ablation. During mapping, blood leakage from the hemostasis valve began to occur, and a significant amount of blood leaked during the operation of the ablation catheter. When the ablation catheter was withdrawn, further blood leakage occurred. Furthermore, the air was drawn in from the valve, the sheath was replaced with an agilis steerable introducer (abbott), which was used without leakage from the valve. Subsequently, the procedure was successfully completed. The physician stated that the sheath was used with abbott devices (mapping catheter and ablation catheter). Since the leakage did not occur with the sheaths of other manufacturers, they feel it may be a compatibility issue. Blood loss was greater than 250cc. There was no health damage for the patient. Additional information was received on 29oct2021. The blood loss did not require a blood transfusion.